Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten.. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged a slower delivery issue with the pump. No other information is provided. This complaint is being reported due to the allegation of an nonspecific insulin delivery issue with the pump. There is no indication of a blood glucose excursion .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.